Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the top case was cracked on the left side of the handle, the bottom case was cracked by the l bracket screws, and the plunger head was cracked by the screws. A review of the event history log identified force sensor test in the history. Functional testing was performed using the force sensor calibration and was unable to duplicate the reported issue, the force sensor was calibrated and no problem was found. The root cause of the problem was unable to be determined. Performed force sensor calibration and all functional tests which passed. (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump's force sensor was unable to be calibrated. No patient injury was reported.